Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. During the revision procedure the lead could not be repositioned. The lead was explanted and replaced. No patient complications have been reported as a result of this event.